Event description:
Surgical technician reports after surgical procedure completed, while opening the irrigation pump battery pack to remove the batteries, it was noted there was water and some type of green residue inside the battery pack. This area should remain dry throughout the procedure. The physician was notified. He looked at the device and believes the motor may have been leaking, but doesn't feel it came in contact with the patient. This is actually the second time we have received this type of report in risk management. On the previous event, the device was discarded and we were unable to gain much insight into what happened. The technician in the original incident felt the irrigation was flowing or draining through the battery pack. There was no injury to the patient in either case. The device is available from the most recent incident for evaluation purposes. There are also pictures showing the amount of liquid and residue.